Manufacturer narrative:
Matrix reset resolved issue; replacement advised. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision video signal was lost and outlines were visible on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.